Manufacturer narrative:
Alleged condition with caster could not be duplicated during an extensive test ride.

Event description:
Alleges that user fell going down ramp and caused injury. Alleges caster locked up. This occurred in (B)(6) 2017, never reported until now. Unit was repaired and now alleges caster again causing stability issue.

Manufacturer narrative:
The exact "date of event" was not provided. Only "(B)(6) 2017" was provided and therefore for this report "(B)(6) 2017" was utilized for the date field. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges that user fell going down ramp and caused injury. Alleges caster locked up. This occurred in (B)(6) 2017, never reported until now. Unit was repaired and now alleges caster again causing stability issue.